Event description:
During this patient's cochlear implant surgery the electrode array was inserted then began to migrate out of the cochlear. The array was repositioned during the surgery. During activation of the device, several open and short circuited electrodes were discovered. Over time, more electrodes failed. Explanation and reimplantation surgery took place 3 years and 5 months after date of event.